Event description:
It was reported that during implant, after trying to reposition the lead, the helix would not extend. It appeared that the coil was separated from the lead body. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and analyzed. The distal conductor was stretched. The lead was returned with the stylet stuck in the distal coil. The distal coil was stretched at the electrode end of the lead and it was noted that testing of the helix was not possible given the condition the lead was returned. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/ mechanism (sleeve head), there was blood in/on the helix mechanism and lead was stretched. Damaged at implant. The device is part of the advisory for this model.

Event description:
It was reported that during implant, after trying to reposition the lead, the helix would not extend. It appeared that the coil was separated from the lead body. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.